Event description:
It was reported that the tubing of a clearlink system, solution set was cracked which resulted in a fluid leak. The leak was discovered during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the event was further described as ¿ leaking below the pump at the 2nd white rubber sheath¿. This occurred during a nelarabine infusion with an unspecified infusion pump and resulted in a spill due to leaking from the cracked site (omitted on initial). H10: the customer reported two suspected lot numbers: r22f29208 and r22a1522 (omitted on initial). H4: the suspected lot r22f29208 was manufactured from june 30, 2022, and expiration date on june 30, 2024. H4: the suspected lot r22a15222 was manufactured from january 17, 2022, and expiration date on january 17, 2024. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and the condition of leak was not observed in the photograph, however, the visual inspection did observe a twist at the joint of the tubing into the white bushing which could generate a leak at the tubbing connection. Therefore, based on the inspection of the photograph the reported condition was verified. The cause of the condition was an incorrect manual assembly method during the manufacturing process. A batch review was conducted on both of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.